Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient experienced an arrhythmia event after the implantation of a 25mm valve. An av block occurred on pod # 17 and permanent pacemaker was implanted. As reported, soon after surgery the patient was temporarily blocked in the operating room, for a couple of minutes only, however he recovered sinus rhythm quickly and decision was made not to implant a permanent pacemaker. During the ICU stay and after hospital clearance the patient did not present any irregular rhythm until day # 17.

Manufacturer narrative:
H11: corrected data: this is a duplicate report and was already submitted under MFR #2015691-2019-03899.